Event description:
Pt was totally deaf while using the CPAP device. The pt lost their hearing in 2003 but pt did not report the incident to the co until eight mos later. The setting should be 18 cm h2o not 18 psi as claimed by the pt.